Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. UDI number = (B)(4). Occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 11:54 a.m., a sample from the patient was tested using the meter, resulting in a value of 5.6 inr. At 11:54 a.m., a sample was collected from the patient and tested in the laboratory using an unknown method, resulting in a value of 3.7 inr. The laboratory value was believed to be correct and the patient was told to make no changes in their current medication dosage and to eat more greens. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is bi-weekly.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 ¿ 3.3 inr): qc 1: 3.0 inr; qc 2: 3.0 inr; qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%.